Manufacturer narrative:
Product event summary: patient data files and five video files were returned and analyzed. Review of the log file showed time stamps and system notifications related to the procedure. The first video showed initial start up of the mapping system. The second video showed the catheter pulsed field ablating the heart 56 times. The third, fourth, and fifth videos showed the generator disconnected. In conclusion, the clinical issues and death occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The catheter was discarded and will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure with the sphere 9 catheter, a patient underwent ablation of the anterior wall, around the left atrial appendage, and proceeded to ablate the mitral isthmus and posterior-lateral left atrial floor. During pulse field ablation on the low lateral mitral isthmus, st elevations were observed. A vasodilator was administered, but sinus rhythm and hypotension with st elevation persisted after pulse field ablation and after the vasodilator administration. No resolution to the st elevation and loss of blood pressure was observed. It was further noted that a coronary spasm occurred. Chest compressions were initiated. Another manufacturer's coronary sinus (cs) catheter was being paced in the right ventricular lead but was not being captured. No recovery in pulse was observed, and the rhythm degenerated into ventricular fibrillation. The patient experienced cardiac arrest. The patient was shocked multiple times in an attempt to restore rhythm, but no recovery was observed. Inotropic support and life saving measures were continued for approximately 65 minutes before patient expiration. The procedure was aborted under general anesthesia due to the event. The cause of death was reported as coronary spasm due to pulse field ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath. Product ID: non-medtronic product, product type: transseptal puncture device. Product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.